Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump alarm and pump error alarm. Customer¿s blood glucose value was unknown. Customer stated that critical pump error image was display on the screen. The customer stated that the display screen was frozen and the buttons were unresponsive. The time clock did not advance. The customer also stated that the frozen display reoccurred 2 hours after inserting new battery. The product will return for the analysis.

Manufacturer narrative:
Device was received with black vertical lines across the lcd screen due to missing segments and a blank display due to moisture damage on the electronic assembly. Unable to confirm critical pump error (open book image), frozen screen and a broken force sensor was detected during seating or regular delivery error alarm due to blank display. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to blank display.